Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the night before his blood glucose was 146 mg/dl and the sensor glucose was 151 mg/dl. He calibrated before sleeping and did not bolus. Customer stated that at 3am the low sensor glucose alarm woke him up because the sensor reading was below 60 mg/dl and the insulin pump suspended; he did not check his bg and just ate half of a bar. At 5 30am the insulin pump suspended again and at 6 33 am the sensor was still reading low at 64 but his blood glucose was 208 mg/dl. The customer was advised that relieving pressure at the site will help get more accurate readings. The customer stated that the sensor and blood glucose values were getting closer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.